Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited scratches and burns on the distal end plastic cover. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eleven (11) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the burnt plastic distal end cover occurred because high energy endo therapy accessories (laser, high frequency accessories, etc.) May have used with insufficient distance from distal end, which led to the suggested event. The event can be detected by handling the device in accordance with the following instructions for use: inspection of the endoscope: the following states cautions on use of high energy endo therapy accessories: 4.3, using endotherapy accessories. Olympus will continue to monitor field performance for this device.